Event description:
It was reported that the pt experienced a shocking or jolting sensation at the stimulator location only while the stimulation was turned on. The symptoms occurred following implant. Impedance measurements were normal. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.